Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed error code 41622. No patient involvement reported.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals to be intact. The device was observed to have error code 41622 on the display. To conduct functional testing the device was primed. Upon priming, the reported problem was duplicated. Evaluation revealed that the camflex sensor was inoperable and the cause of the reported problem. To address the issue the camflex sensor was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device.